Event description:
It was reported that during ipg implant on (B)(6) 2025, it was noticed that patients lead migrated and anchor was broken. As a result, patients lead and anchor were explanted and replaced during the procedure to address the issue.

Manufacturer narrative:
E1 initial reporter phone number: (B)(6). Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.